Event description:
During mitral valve annuloplasty, the camera holder became disassembled and parts fell to the floor as well as to the surgical site. A post operative x-ray revealed a foreign body that was subsequently removed with additional surgery. This info was provided by the hosp.